Event description:
It was reported that the ventricular lead exhibited noise, which caused inhibition of pacing. Due to the inhibition, the patient felt lightheaded. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found insulation abrasion exposing the outer coil at 8.5 cm to 8.8 cm from the connector pin. The abrasion was consistent with exposure to friction against another implantable device. This likely caused the reported complaint of noise.